Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an ongoing air bubble issue. Reportedly, the patient continued to have issues with air bubbles in the cartridge despite appropriate insulin storage and appropriate cartridge use. The reporter confirmed that the cartridge cap had been replaced in the past two months. The reporter stated that the patient did not trust the functionality of the pump and requested it be replaced. During troubleshooting, the patient was walked through appropriately performing a cartridge fill, and the air bubble issue recurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.